Manufacturer narrative:
Continuation of d10: product ID ped3-027-500-20 (b678959); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline vantage with shield technology, there were multiple issues with the device. The patient had a history of a previously treated aneurysm embolization in 2009 and a lung lobectomy for cancer. The procedure was intended to address an unruptured aneurysm located at the terminal lica/m1 with an amorphous morphology and a giant maximum diameter. The proximal landing zone measured 4.2 mm. The clinician anticipated challenges due to moderate vessel tortuosity. During the procedure, the pipeline device failed to open in the middle section on two occasions, with less than 50% of the device deployed each time. The first device exhibited fishmouthing at the proximal end, and the second device had a similar appearance. Both devices were positioned in a bend, and the severity of the bend at the aneurysm neck and genu through the m1 and m2 segments was considered a contributing factor to the failure to open. Additionally, the pipeline device was stuck in the capture coil. The devices were resheathed more than two times and subsequently removed from the patient. The clinician used several large xl and standard coils, totaling 14, ranging from 24x50 to 11x30, which resulted in a good post-coiling outcome. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was reported as good. The patient was well post-procedure.

Event description:
Additional information received reported the failure to open was assumed to be the severity of angle of anatomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage shield embolization device was returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield outer carton. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline vantage shield braid was found to be fully opened and slightly damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure/incomplete open at proximal end as the pipeline vantage shield braid was found to be fully opened and slightly damaged. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.